Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working. There was no patient impact.

Manufacturer narrative:
Analysis found channel 8 impedance was high during pre-test. Clean dirt on channel 8. Device was cleaned and disinfected. Device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that device was returned due to channel 8 not working.